Event description:
Patient was undergoing a scheduled laproscopic hysterectomy. The two piece colpotomizer and uterine manipulator were inserted into the vagina. Due to severe lesions, the decision was made to convert to an open procedure. The uterine manipulator was taken out, colpotomizer left in vagina. By leaving the colpotomizer in for approximately six weeks, it led to an infection and pain.